Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a right ventricular procedure, a pericardial effusion occurred. While using the ice catheter in the right ventricle, a pericardial effusion was diagnosed. No intervention was needed for the effusion and there were no patient symptoms. The physician believed the viewflex catheter contributed since it was the only catheter inside the chamber at the moment of the effusion. The patient is in stable condition. There were no performance issues with any abbott device.